Event description:
It was reported, the patient presented to the emergency room (ER) on the date of this report because, he was unresponsive and had an altered mental status. It was noted narcan was being given. It was unknown if any alarms were sounding. The pump was being used to deliver dilaudid and fentanyl. It was further reported, the patient was admitted to the ER with overdose symptoms and treated with narcan. A urine analysis was positive for oral narcotics. It was also reported, there was no alleged product issue and diagnostic testing and troubleshooting were not performed. The patient¿s status at the time of this report was ¿alive-no injury.¿ additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information later reported the hcp stated the patient was taking un-prescribed narcotics. The pump was interrogated and no alarms were going. It was per the reporters understanding that the patient was released from care for breaking his pain contract.

Manufacturer narrative:
Product ID 8709 lot# j10905r17, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)